Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device was exposed to a tens unit during a chiropractic care visit and received inappropriate therapy from the device. Non-sustained episodes also occurred at the same time with previous tens therapy received. This pacer dependent patient experienced asystole for approximately five seconds before the device delivered therapy. No further complications were reported.